Manufacturer narrative:
The reported event of stripped setscrew and inability to tighten the setscrew into the lead port was confirmed. As received, the ventricular setscrew was found stripped around the opening. Consistent with incorrect wrench insertion and the setscrew was being forced to turn when the wrench did not properly engage into the setscrew inset during surgical preparation. After replacing the stripped setscrew with a new one, the leads were able to be tightened securely onto the pacer connectors. Analysis showed normal device characteristics. Electrical and mechanical tests performed including lead impedance and outputs verification did not identify any functional issues.

Event description:
During implant, the set screw was unable to be tightened. The event was resolved by replacing the device. The patient was in stable condition.